Event description:
Event description guidant received information that this pacemaker is being returned for analysis due to the field clinical representative not being able to interrogate the device with three different programmers.